Event description:
It was reported that the hip stem was removed from patient due to dislocation and intra-operatively the trunion was found to be deformed.

Manufacturer narrative:
It was noted that the device is not available for evaluation because the patient retained it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned.